Event description:
It was reported, the tip of the ultrasonic surgical device broke off and fell into the anterior lateral aspect of the uterus during a laparoscopic myomectomy, hysterectomy, and resection of endometrial mass, and was retrieved with graspers. There was a 7 to 10-minute delay; after which, the procedure was completed successfully. There were no reports of patient harm.